Event description:
A fail code 814:04 on channel b during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.